Event description:
It was reported that a patient enrolled in a clinical study underwent initial right total knee arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2007 due to infection. The tibial bearing was removed and replaced. A second revision procedure was performed on (B)(6) 2008 due to infection. All components were removed and replaced with cement spacers.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015- 01129 / 01130).